Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. There was liquid contamination on the battery board and the current controlling transistor q1 was thermally damaged on the battery board and the current controlling transistor q1 was thermally damaged on the charger bedside board. The cause for the failure was isolated to the contaminated battery board and thermally damaged component. The root cause for the contamination was due to ingress of an unk liquid. The root cause of the thermally damaged component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.